Manufacturer narrative:
(B)(4). Batch # p5511h. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device on tissue? If yes: how was the device opened and removed from the tissue? Surgeon said that he thought that it was on tissue but he was not sure. I believe after talking with him when he inserted it through the trocar he was unable to open. That prompted him to take out of patient and try to open which he was not able. He got another device and finished the case. He uses that device a lot and he just remembers it locking out.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was described by the surgeon that the device locked out. The firing trigger was not able to be squeezed to deploy the knife blade. The surgeon had to open another device to finish the case. There were no adverse consequences for the patient.